Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. H4: device manufacture date. Evaluation summary: based on the reported content, it is speculated that water became difficult to pass through the cleaning adapter for some reason when trying to reprocess the product by connecting it to another company's aer, however the cause could not be identified. (Bending of the adapter tube, misdetection of aer, etc. Were assumed as the cause.).

Event description:
The accessory generates the error message "clogged channel" this event occurred at the time to reprocess. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. 510k number is not applicable because of accessory.